Manufacturer narrative:
(B)(4).

Event description:
The consumer via family/friend reported a daily loss of therapy. They indicated that an end of service (eos) was seen on the patient programmer. Symptoms reported were shaking and jumping. It was reported that the sudden returned of symptoms was due to patient's implantable neurostimulator (ins) being depleted and his legs were jumping and he could not sleep at night because he kept jumping. Additional information received from the friend/family reported that they had an appointment scheduled with a doctor for the battery replacement on (B)(6) 2016. The indication for this patient was radicular pain syndrome (radiculopathies).